Event description:
Customer reports basal-bolus infusor containing 60ml of 1200mg of morphine in unspecified diluent, overinfused. Report states the pt was able to deliver a new bolus after 40 minutes instead of 60 minutes, therefore the pump was empty in 2 days instead of an anticipated 2.5 days. Customer reports no pt injury.